Manufacturer narrative:
Unit passed basic occlusion test and displacement test. No motor error alarms were noted. However, unable to prime unit during prime and a33 test due to faulty gold fsr. The motor was tested outside the device and passed. Unit received with minor scratches on lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. Customer does not recall any significant events leading to the error, but indicated that the alarm happened after a calibration. Customer's blood glucose was 221 mg/dl at the time of incident. Troubleshooting was done for motor error and found that the customer was able to complete the rewind sequence. However, multiple alarms were found in the pump history including low reservoir, low battery and low suspend. The customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.